Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited signs of a conductor integrity anomaly. During follow-up, high thresholds and high pacing impedances were observed. Due to the low atrial pacing percentage, the physician elected to deactivate atrial therapy and leave the remaining system in vvi programming. No resulting adverse patient effects and the patient was reported asymptomatic to new programming changes.